Event description:
Reportable based on analysis completed on 09oct2018. It was reported that the device could not advance to the lesion. A stenosed target lesion was located at mid left circumflex artery. A 45, 5-in-6 guidezilla was selected for use. During procedure it was reported that the device was unable to advance in the vessel. A non bsc guide catheter was used. The lesion was predilated using a emerge 3.00 x 15 balloon catheter. Synergy 4.00 x 16 device was then tried to advance but it could not be delivered to the target lesion. The synergy 4.00 x 16 device was then removed and change to another size of emerge 3.50 x 12 and a non bsc device to balloon and prepare the lesion. The same synergy 4.00 x 16 was then tried to advance but the stent could not be delivered again. So, guidezilla was being used to help deliver the deliver the synergy 4.00 x 16 to the lesion, but it could not advanced further to the proximal left circumflex artery (lcx). Finally, another non bsc device was used to tried delivering it to the lesion, but same issue occurred. The device was removed as a unit. There were no complications reported. Patient condition is stable. However analysis revealed that the device has partial separation at the collar. Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination was noted a tip damage (misshapen), a partial separation at the collar (shaft separating from the collar area), collar damage, and shaft damage for a length of 3 cm and started 13.5 cm from the tip. No other issues reported.